Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, fading serial number label and cracked case at battery tube side. The test infusion set or reservoir remains in place in the reservoir compartment.

Event description:
Information received by medtronic indicated that the belt clip rails of the insulin pump had a crack. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.